Manufacturer narrative:
Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction: no. Return sample evaluation: a return sample has not been received at the site for evaluation as of 25mar2020.

Event description:
Event verbatim [preferred term] put thermacare on bare skin [intentional device misuse] , terrible reaction; it burned; most horrible burn; pain in burn [thermal burn] , . Case narrative: this is a spontaneous report from a contactable consumer. An 82 year old female patient started to receive thermacare heatwrap (thermacare heatwrap), device lot number 427296, expiration date jul2019, from an unspecified date at an unspecified dose for back pain. The patient medical history was not reported. The patient's concomitant medications were not reported. Consumer used thermacare last night (B)(6) 2017 for back pain. "I had a terrible reaction it burned even when I put it over six sweater because it says don't put it on bare skin but I did, and a few hours later I had the most horrible burn, pain in burn (B)(6) 2017 so I did call my doctor. So I am not going to take it anymore and anything that I could do now, I mean in the way of helping it right now, I need a take an antidepressant because it was so painful." In response to if consult with the doctor, consumer stated, "no I haven't yet. I am going back. I am going back so is this common if this could happen?" "I just want to know if you could tell me something to put on it, it is better because I took the antidepressant something pretty strong." The action taken in response to the event for thermacare heatwrap was permanently withdrawn in (B)(6) 2017. The patient was not hospitalized due to the events. The patient used an unspecified product for treatment she bought for the burn. The outcome of the event put thermacare on bare skin was resolved on an unspecified date and the outcome of the event burn was unknown. Product investigation results were as follows: conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction: no. Return sample evaluation: a return sample has not been received at the site for evaluation as of 25mar2020. Follow-up (09jun2017): new information received from a contactable consumer included patient data (age) and reaction data (outcome and treatment of events). Follow-up (25mar2020): new information received from a product quality complaint group includes product investigation summary. Follow-up attempts are completed. No further information is expected, comment: based on the information provided, the event burn (pain in burn) as described in this case is considered a serious bodily injury /unanticipated serious deterioration potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The patient "put it on bare skin" which most likely contributed to the above incident. The events are assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of "put it on bare skin" which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] terrible reaction; it burned; most horrible burn; pain in burn [thermal burn], put thermacare on bare skin [intentional device misuse], put thermacare on bare skin [device use error]. Case narrative:this is a spontaneous report from a contactable consumer. (B)(6) year old female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare heatwrap), device lot number 427296, expiration date jul2019, from an unspecified date at an unspecified dose for back pain. The patient medical history was not reported. The patient's concomitant medications were not reported. Consumer used thermacare last night ((B)(6) 2017) for back pain. "I had a terrible reaction it burned even when I put it over six sweater because it says don't put it on bare skin but I did, and a few hours later I had the most horrible burn, pain in burn ((B)(6) 2017) so I did call my doctor. So I am not going to take it anymore and anything that I could do now, I mean in the way of helping it right now, I need a take an antidepressant because it was so painful." In response to if consult with the doctor, consumer stated, "no I haven't yet. I am going back. I am going back so is this common if this could happen?" "I just want to know if you could tell me something to put on it, it is better because I took the antidepressant something pretty strong." The action taken in response to the event for thermacare heatwrap was permanently withdrawn in (B)(6)2017. The patient was not hospitalized due to the events. The patient used an unspecified product for treatment she bought for the burn. The outcome of the event put thermacare on bare skin was resolved on an unspecified date and the outcome of the event burn was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (09jun2017): new information received from a contactable consumer included patient data (age) and reaction data (outcome and treatment of events). Company clinical evaluation comment: based on the information provided, the event burn (pain in burn) as described in this case is considered a serious bodily injury /unanticipated serious deterioration potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The patient "put it on bare skin" which most likely contributed to the above incident. The events are assessed as associated with the use of the device. Comment: based on the information provided, the event burn (pain in burn) as described in this case is considered a serious bodily injury /unanticipated serious deterioration potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The patient "put it on bare skin" which most likely contributed to the above incident. The events are assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] terrible reaction; it burned; most horrible burn; pain in burn [thermal burn]; put thermacare on bare skin [intentional device misuse]; put thermacare on bare skin [device use error]. Case narrative: this is a spontaneous report from a contactable consumer. A patient of unspecified age ethnicity and gender started to receive thermacare heatwrap (thermacare heatwrap), device lot number 427296, expiration date jul2019, from an unspecified date at an unspecified dose for back pain. The patient medical history was not reported. The patient's concomitant medications were not reported. Consumer used thermacare last night ((B)(6) 2017) for back pain. "I had a terrible reaction it burned even when I put it over six sweater because it says don't put it on bare skin but I did, and a few hours later I had the most horrible burn, pain in burn ((B)(6) 2017) so I did call my doctor. So I am not going to take it anymore and anything that I could do now, I mean in the way of helping it right now, I need a take an antidepressant because it was so painful." In response to if consult with the doctor, consumer stated, "no I haven't yet. I am going back. I am going back so is this common if this could happen?" "I just want to know if you could tell me something to put on it, it is better because I took the antidepressant something pretty strong." The action taken in response to the event for thermacare heatwrap was permanently withdrawn in (B)(6) 2017. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event burn (pain in burn) as described in this case is considered a serious bodily injury /unanticipated serious deterioration potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The patient "put it on bare skin" which most likely contributed to the above incident. The events are assessed as associated with the use of the device., comment: based on the information provided, the event burn (pain in burn) as described in this case is considered a serious bodily injury /unanticipated serious deterioration potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The patient "put it on bare skin" which most likely contributed to the above incident. The events are assessed as associated with the use of the device.